Event description:
It was reported that during a colectomy the surgeon used to the device to anastomosis the ileum of the colon. The surgeon could not hold the firing handle the the end. The staple did not form. The anastomosis failed. Surgeon completed case by hand.